Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was 53 mg/dl. Customer consumed carbohydrate to address their bg level. Reportedly, the customer wore the pump and the transmitter on opposite sides of the body. The transmitter ultimately regained connection with the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿